Event description:
It was reported that the patient¿s ilet had a broken screen of unknown cause, and a replacement was arranged while the patient transitioned to multiple daily injections; blood glucose reportedly remained unaffected. Symptoms included no adverse clinical effects. Outcomes included no impact requiring medical intervention, hospitalization, or other care. Investigation included collection of device photographs and coordination of a device return for evaluation. Investigation of this device revealed a screen damage issue consistent with a hardware failure affecting the display component, with no associated alarms or therapy interruption reported. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the screen with no patient harm.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.